Event description:
Emergency department personnel were attending to a pt diagnosed to be in full heart block. Reportedly the device would not turn on. The operator noted that the auxiliary power supply was not plugged in, although there was a battery installed in the device. The ac adapater was plugged in and the device powered up successfully. External pacing was initiated, however the rptr stated the device displayed a svc message and would not pace. A back-up device was obtained and used to continue treatment to the pt. There were no adverse effects to the pt reported as a result of the alleged malfunction.